Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via visual inspection: the controller's internal clock was off. This condition appears to have been caused by not using this controller for an extended period of time, as evidenced by the small number of logs saved in its memory. However, once the internal battery was allowed to charge for a while, it was capable of keeping time accurately. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The behavior observed was a natural reaction of the internal battery and not an indication of malfunction. No failure detected; the controller was able to retain the correct date and time during bench testing. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by a us site that during the patient's clinic visit evaluation of controller and alarms, it was noted that the controller time stamp was set to "00". It was reported that the controller would not hold current date. The controller was issued to the patient on (B)(6) 2014. The controller was exchange with no consequence to the patient. No additional information is available.